Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): outer insulation breached cut. Full lead returned and analyzed. Additional finding of all conductors blood/body fluid (not obstructed) and damaged at implant. (B)(4): no anomalies found. Full lead returned and analyzed. Additional finding of distal conductor blood/body fluid (not obstructed).

Event description:
It was reported that during the implant procedure, the left ventricular lead had a pinpoint perforation in the outer insulation. There was also positioning/fixing difficulties and dislodgement of the lead. The lead was not implanted and a second left ventricular lead was attempted. The second lead could not be placed in a stable position due to patient anatomy. The second lead was not implanted, rather a third lead was placed successfully. No patient complications have been reported as a result of this event.